Event description:
A pt underwent aortic valve replacement with a 23mm sjm masters series valve. The pt presented with a paravalvular leak as a result of endocarditis. The valve was removed adn replaced with a 23mm sjm master series valve (model: 23aecj-502, serial: (B)(4)). The physician noted there was no issue with the valve itself.

Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received the cause of the reported paravalvular leak resulted from endocarditis. Info received from the field indicated the endocarditis was not caused by the device.